Manufacturer narrative:
The pump passed the self test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 11/29/2024 17:01:00.000 insert battery alarm was found on: 11/30/2024 03:07:04.000 11/30/2024 03:14:15.000 replace battery alert was found on: 11/30/2024 02:32:00.000 11/30/2024 02:42:00.000 replace battery now alarm was found on: 11/30/2024 03:03:00.000 11/30/2024 03:13:00.000 pump error 23 alarm was found on: 11/30/2024 03:14:05.000 insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert, replace battery alert/replace battery now alarm and pump error 23 alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. No failed battery alert/battery failed alarm recorded in the formatted history file. In further checking of the pump history records: battery cycle 5.0 received the lowbatteryalert (104) on 11/29/2024 17:01:00 after more than 7 days at 11.65 days. Battery cycle 4.0 received the lowbatteryalert (104) on 11/17/2024 15:39:00 faster than expected at 4.95 days. Battery cycle 3.0 received the lowbatteryalert (104) on 11/07/2024 23:42:01 after more than 7 days at 9.8 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 30-nov-2024 in the formatted history file. Lostsensor1alert (780) was found on: 11/26/2024 04:36:00.000 11/28/2024 12:21:00.000 11/28/2024 14:34:00.000 11/28/2024 22:26:00.000 11/29/2024 00:44:00.000 lostsensor2alert (781) was found on: 11/28/2024 12:37:00.000 11/28/2024 14:50:01.000 11/29/2024 01:00:00.000 sensorexpiredalert (794) was found on: 11/28/2024 11:50:30.000 sensorsignalnotfound (796) was found on: 11/28/2024 15:22:00.000 11/29/2024 01:32:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. The original pcba 1 was disconnected/reconnected with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no high sleep current measurement noted. An intermittent high sleep current measurement was confirmed, suspected on the pcba 1/pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a broken belt clip rails. Customer alleged for failed battery alert/battery failed alarm was not confirmed. However, customer alleged for unexpected battery power loss and an intermittent high sleep current measurement were confirmed, suspected on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1884l. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue using the device.